Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7129515/7130141.

Event description:
It was reported that the patient was admitted to the hospital due to infection at the ipg and lead sites. Symptoms were fluid leaking from midline incision, fever and chills. It was unknown if the infection was device or procedure related. The patient was given antibiotics and was discharged from hospital and recovering.